Event description:
Information was received, from a friend/family member regarding a patient (pt). Who was implanted with an implantable neurostimulator (ins). It was reported, that the controller/recharger is not working. And they are seeing odd messages now the controller will not power on. Patient services (pss), had the caller take the battery pack out and back in. The screen remained off. Pss then, had the caller plug the controller into the wall. The screen came on. Pss asked, the caller how long it has been since charging the controller and ins. Pt stated, about 5 days. Pt then saw the following screens, during troubleshooting; memory problem and install mdt battery pack. Pss reviewed information and recommended the caller charge up the controller battery then try charging the ins and if they still have issues call back for more troubleshooting. The issue was not resolved. The caller was redirected to call back if they continue to have issues after recharging the controller. They called back later, stating, that they had the controller plugged in for an hour, but then, they took it off the charger and the controller wouldn't turn on. Caller tried pressing buttons, but the screen would no turn on. Caller then plugged controller into ac power supply and reported the screen came on, but there was not green light blinking on controller. Caller plugged controller in to ac power supply without li battery and reported the screen came on. Caller then inspected controller battery compartment and said they weren't sure, but one of the connection pins may have been crooked (pt said, they looked ok when they looked). Pss had caller try to read controller serial number again. And it was then discovered, that the battery pack had broken apart and the bottom half was stuck in the controller. Caller mentioned, maybe the battery was put in wrong at one point. Caller could not get the bottom half out of controller. Pss sent replacement li battery and controller request to repair.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type programmer, patient product ID: 97745bp, serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3:. Analysis was performed on [ product ID: 97745, serial/lot #: (B)(6)]. Analysis found, that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.